Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The label was missing on the packaging for bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml. This event occurred 2 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: "when the user opened 2 new boxes of 245122 mycobacterium culture tubes, one box of each was found without a label."

Event description:
The label was missing on the packaging for bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml. This event occurred 2 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: "when the user opened 2 new boxes of 245122 mycobacterium culture tubes, one box of each was found without a label."

Manufacturer narrative:
H.6. Investigation: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1078378 was satisfactory per internal procedures. Formulation, filling, and packaging processes were within specifications. The labeling process for material 245122 includes label reconciliation where the total number of labels issued is reconciled with the total quantity of labels applied to tubes, used in the batch history record, rejected and unused. Any discrepancies must be within allowable limits specified in the labeling control procedure. The label reconciliation for batch 1078378 does not show an excess of labels after manufacturing which would support the incidence of a tube without a label. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaint has been taken on this batch. Retention samples from batch 1078378 (100 tubes) were available for inspection. No labeling defects were observed in 100/100 retention samples. All retention tubes had a properly affixed tube label. Two photos were received to assist with the investigation: ¿ the first photo shows the side of two closed bd 100-pack cartons from batch 1078378. ¿ the second photo shows the label side of two bd cartons from batch 1078378. One video was received to assist with the investigation: ¿ the video shows one tube held up without a label no returns were received to assist with the investigation. The complaint can be confirmed based on evidence from the photos and video received. A trend has not been identified, therefore, no actions are planned at this time. Bd will continue to trend complaints for missing tube labels. See h.10.